Event description:
It was reported that during a stone removal procedure, the distal portion of the extractor rx retrieval balloon catheter sheared off into the patient. The extractor rx retrieval balloon was being used in the common bile duct. The end of the balloon catheter from the radiopaque marker to the distal end sheared off into the patient. Another extractor rx retrieval balloon was used to remove the stone and the distal portion of the catheter. There were no patient complications, the patient is fine.